Manufacturer narrative:
The service rep verified vertical lift intermittent. Ordered ps3 power supply. Installed new ps3 power supply, found problems with steering, ordered parts. Replaced steering shafts, coupler, u joint, and keys for the ujoint. Checked and verified unit is steerable and vertical column goes up and down with no problems.

Event description:
Customer reports vertical lift problem.